Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found no failures. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and close properly. The instrument passed the jaw gap verification and grip force tests. The grip force test result was 8.705 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No damage was found. No ceramic dots missing. A review of the logs shows no errors. A review of the logs show an event of the e-stop button being pressed. No log of the instrument release kit (irk) was being used. The probable root cause of the reported errors cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vessel sealer extend found no errors when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips were clamped and would not open and were stuck on tissue. Medical intervention may be required in the event that the vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci-assisted right-side hemicolectomy, the vessel sealer extend instrument got stuck on tissue and would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.